Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhausted shock therapy due to ventricular fibrillation (vf). The shocks did not convert the rhythm. It was noted that the patient experienced syncope. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.